Event description:
It was reported via repair work order that the head end lift would lower intermittently as the potentiometer was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.